Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. The patient experienced ventricular tachycardia episodes in which the noise was present. Boston scientific technical services noted the patients underlying rhythm was present throughout the episodes. Boston scientific technical services discussed troubleshooting options with the health care professional. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).